Event description:
Per the clinic, the patient experienced poor performance with the device and open circuits were noted on five electrodes. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.